Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the cause of the csf not draining via the catheter was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# n269770011, implanted: (B)(6) 2011, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that during normal pump replacement, the catheter was not draining cerebrospinal fluid (csf) fluid. There were no kn own environmental/external/patient factors that may have led or contributed to the issue. Intro testing found that the catheter was not working also, the catheter access port (cap) was used. Action: a new ascenda catheter was implanted. There was no symptom at the time of the event. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient weight and medical history were asked but unknown at this time. The patient status was alive and no injury. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# n269770011, implanted: (B)(6) 2011, explanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.